Event description:
The customer delivered too much insulin and was hospitalized for low blood sugar. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. Suggested customer to call her doctor to discuss possible causes of low sugar level.